Event description:
Consumer had 3 test results within mins indicating 32.6 / 33.13 both tests done at 8:13 / 8:14pm. Consumer went unconscious from a hypoglycemia, his wife checked him at 9:37 and results 25.9. Consumer was checked via paramedics and the meter registered him at 1.1. Consumer came from hosp and used new vial of ts, same lot and code and the results were 7.8.

Manufacturer narrative:
Awaiting return of product to conduct quality investigation.